Event description:
It was reported that the 9600 system had blank images and locked up during a case. The 9600 system had to be removed and the procedure was completed with another system. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The boards and connectors were reseated during the service call. The system was tested and found to be working as intended, and put back into service.